Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04476. The patient received two model 3166 leads from lot number 3831998 and two model 3169 leads from lot 3788252. It is undetermined which of the leads was revised. All possible devices are being reported. It was reported the patient underwent surgical intervention to revised one of the scs leads due to discomfort. The patient stated she felt discomfort on her right side of the head when she applied pressure. The physician suspected there was a superficial suture which could have been bothering the patient. Follow up identified the discomfort has resolved and the patient was doing well.